Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the surgeon was unable to apply the clips on a vessel because the clips didn't close correctly and fell from the applier before being placed. A same like device was used to complete the case. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.